Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon was ruptured. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported and the patient status was good.